Event description:
It was reported an issue with novosyn suture. The client has reported that four packs of novosyn were used (8 needles per pack). When the needles were counted, there were 33 needles instead of the original 32 (8 needles x 4 packs). There was a clearly large opening in the sponge part of the package that contained the needles, and it is speculated that two needles may have been stored there. Since no other needles were used during the operation, it is highly likely that there were too many in the package.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market 594 units. There are no units in stock in b. Braun surgical's warehouse. We have received 3 closed samples for analysis. All closed samples received are correct. All closed samples have inside the pack 8 sutures as the product description. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfils b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.